Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-2042, awareness date 18-oct-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2014. In (B)(6) 2015, test was performed to confirm essure was in place. She stated that did not have a menstrual cycle since having essure. Then in the beginning of (B)(6) she experienced excruciating pain in abdomen and right side, and then started her menstrual cycle. On (B)(6) 2015, a sonogram was performed and showed the left coil migrated into uterine cavity. Consumer also experienced unexplained weight gain and stated that two surgeries are required: one to remove tubes and the other to remove the coil and not sure if will have to have uterus removed. Result and assessment of the product technical complaint investigation received on 05-nov-2015: this adverse event report is related to a product technical complaint (ptc).(B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The reported medical events are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this spontaneous and non-medically confirmed case report refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and one year later, during ultrasound it was observed that the left coil had migrated into uterine cavity. This event, seen as device expulsion, is serious due to required intervention and listed in the reference safety information for essure. During essure use, there is a risk that the device could move into uterine cavity. In this case, she did not have a menstrual cycle since having essure. Around 8 months after placement, she had excruciating pain in abdomen at right side and then had her menstrual period. An ultrasound was performed and showed the left coil migrated into uterine cavity. Two surgeries were required: one to remove the tubes and other to remove a coil. Considering event's nature and positive temporal relationship, causality with essure use cannot be excluded and since an intervention was required, this case is regarded as incident. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no relationship between the reported medical events and a quality defect. No further follow up will be actively pursued since this case was identified during health authority website monitoring.